Event description:
It was reported that the medication bag had not been spiked and that the pump did not generate an air-in-line alarm. The pump continued to operate as though therapy was being delivered; however, no fluid was infused. The device continued to count down the remaining volume despite the medication bag remaining full. As an immediate corrective action, the reporter indicated that the bag was spiked and the tubing was primed. As a result of the issue, the patient experienced unmanaged pain, rated at 10/10 on the numerical rating scale (nrs). Patient involvement was confirmed.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.